Event description:
Resident found on floor with severe laceration to right thumb. Blood was noted on bedframe and thumb was partially amputated. Resident was in bed prior to fall. Facility is not certain how this serious injury occurred, however, it was determined to be a crushing accident. Pt code and device code indicated as unk while awaiting coding manual. Hubbell special projects, kenosha wi (mfrs the motor on the bed). Healthtech manufactured the bed- ("couldn't get in touch with them because they are out of business"). Invacare bought them out-they are based out of florida.